Manufacturer narrative:
The equipment was received in vyaire facility for evaluation.the event trace was downloaded and being reviewed.the unit is placed on extended tests using customers' settings.no root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that ltv 1200 has low oxygen inlet pressure. The reported complaint happened during patient use. The customer confirmed that there was no harm done to the patient and the ventilator continued to operate with alarms.